Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced multiple occlusion alarms and subsequently, a malfunction alarm occurred. Customer's blood glucose level was 175 mg/dl. No additional patient or event information was available.